Event description:
Surgeon reported that a patient had an incorrect correction, on a right eye, secondary to lasik surgery. Two add'l surgeries for 'readjustment' were reported to have been performed; the first one being two months after initial surgery, and the second one at four months after surgery. According to the surgeon, the patient did not have any contraindication to perform refractive surgery with femtolasik. The surgery was performed without incident, however patient experienced a postoperative decrease of the best corrected visual acuity of the right eye. The add'l refractive treatments, spherocylindric and then guided by corneal topography did not show any refractive improvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when add'l reportable info becomes available. (B)(4).